Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed insulin pump error alarm and blank display. It was also mentioned that the customer is receiving error on insulin pump and her screen keeps going blank and then comes back on after she removes the battery and puts it back in sometimes. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly and no blank display noted. Insulin pump received with normal operating currents and passed the self test and the displacement test. The pump was monitored and no unexpected blank display, powering off, external ram crc error or pump history crc failed alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection.